Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues.